Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece is leaking oil. This was discovered during set up prior to the start of a procedure. The device was not used in a procedure. There was no pt involvement reported.